Event description:
A type 1 diabetic male, was hospitalized for dka, after his freestyle libre blood glucose monitor malfunctioned. The patient reported 2 days of the monitor reading in the 70-80's for his blood glucose, and then readings of ¿low¿. The patient did not feel well, and drank multiple sugary beverages to increase his blood glucose. However, upon arrival to ER, his blood glucose was above 600. His monitor was rechecked, and still read ¿low¿. FDA safety report ID # (B)(4).